Event description:
It was reported that the implantable neurostimulator system was explanted due to an infection and erosion. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer model 7435, serial # (B)(4) lead model 3986, serial #(B)(4), implanted: (B)(6) 1997 explanted: (B)(6) 2006 extension model 7496-66, serial #(B)(4), implanted: (B)(6) 1997 explanted: (B)(6) 2006.